Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that upon powering up the ventilator, the turbine was noisy and the ventilator alarmed "xdcr fault". The turbine was out of order and a "vent inop" message occurred. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation could be confirmed and duplicated. The turbine interface printed circuit board assembly has become corrupted and failed. This issue will be internally investigated within vyaire.